Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("abdominal bleeding") and genital haemorrhage ("heavy and regular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("extreme weight gain"), fatigue ("fatigue"), headache ("frequent headaches") and pruritus ("itching"). Essure treatment was not changed. At the time of the report, the intra-abdominal haemorrhage, genital haemorrhage, weight increased, fatigue, headache and pruritus outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache, intra-abdominal haemorrhage, pruritus and weight increased to be related to essure. The reporter commented: plaintiff will be required to have the essure devices removed. The surgery currently scheduled for (B)(6) 2018 incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils are noted in the pelvis"), intra-abdominal haemorrhage ("abdominal bleeding") and genital haemorrhage ("heavy and regular bleeding/ abnormal bleeding (general)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included throat burning sensation of, pyelonephritis, dysphagia, endometrial ablation and ovarian cyst. Previously administered products included for birth control: mirena from 2006 to 2013. Concurrent conditions included chest pain, dysfunctional uterine bleeding, pap smear abnormal, low back pain and adenomyosis. Concomitant products included colecalciferol (cholecalciferol), cyclobenzaprine, iron, loratadine, naproxen, naproxen sodium (aleve) since 2016, ondansetron, oxycodone, sucralfate and vitamins nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), headache ("frequent headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), pruritus generalised ("general itching"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient was found to have weight increased ("extreme weight gain"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced visual impairment ("poor vision") and vision blurred ("blurriness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pruritus ("itching"), urinary tract infection ("recurrent uti's"), photopsia ("flashes") and vitreous floaters ("floatier"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy conservation of ovaries and laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy, failed ablation). Essure treatment was not changed. At the time of the report, the device dislocation, intra-abdominal haemorrhage, genital haemorrhage, weight increased, fatigue, headache, pruritus, female sexual dysfunction, dysmenorrhoea, urinary tract infection, migraine, depression, pruritus generalised, dyspareunia, alopecia, vaginal discharge, visual impairment, photopsia, vitreous floaters, menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, photopsia, pruritus, pruritus generalised, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters and weight increased to be related to essure. The reporter commented: plantiif will be required to have the essure devices removed. The surgery currently scheduled for (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 18-jan-2019: plaintiff fact sheet received. Events per pfs: apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), recurrent uti's, migraines, depression, general itching, dyspareunia (painful sexual intercourse), vaginal discharge, poor vision, flashes/floatier, pelvic pain, abdominal pain blurriness, abnormal bleeding (menorrhagia, vaginal). Events per mr: essure coils are noted in the pelvis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils are noted in the pelvis') and intra-abdominal haemorrhage ('abdominal bleeding') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included throat burning sensation of, pyelonephritis, dysphagia, endometrial ablation and ovarian cyst. Previously administered products included for birth control: mirena from 2006 to 2013. Concurrent conditions included chest pain, dysfunctional uterine bleeding, pap smear abnormal, low back pain and adenomyosis. Concomitant products included colecalciferol (cholecalciferol), cyclobenzaprine, iron, loratadine, naproxen, naproxen sodium (aleve) since 2016, ondansetron, oxycodone, sucralfate and vitamins nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("recurrent uti's, infection ( bladder/ urinary tract / vaginal )-type-uti"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), headache ("frequent headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), generalised itching ("general itching"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient was found to have weight increased ("extreme weight gain"). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced visual impairment ("poor vision") and vision blurred ("blurriness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and regular bleeding/ abnormal bleeding (general)"), itching ("itching"), photopsia ("flashes") and vitreous floaters ("floatier"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy conservation of ovaries and laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy, failed ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, intra-abdominal haemorrhage, weight increased, fatigue, headache, itching, female sexual dysfunction, dysmenorrhoea, urinary tract infection, migraine, depression, generalised itching, dyspareunia, alopecia, vaginal discharge, visual impairment, photopsia, vitreous floaters, abdominal pain and vision blurred outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, generalised itching, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, photopsia, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, weight increased and itching to be related to essure. The reporter commented: plantiif will be required to have the essure devices removed. The surgery currently scheduled for (B)(6) 2018 received treatment for urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Event of genital bleeding downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils are noted in the pelvis'), intra-abdominal haemorrhage ('abdominal bleeding') and genital haemorrhage ('heavy and regular bleeding/ abnormal bleeding (general') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included throat burning sensation of, pyelonephritis, dysphagia, endometrial ablation and ovarian cyst. Previously administered products included for birth control: mirena from 2006 to 2013. Concurrent conditions included chest pain, dysfunctional uterine bleeding, pap smear abnormal, low back pain and adenomyosis. Concomitant products included colecalciferol (cholecalciferol), cyclobenzaprine, iron, loratadine, naproxen, naproxen sodium (aleve) since 2016, ondansetron, oxycodone, sucralfate and vitamins nos. In 2013, the patient experienced urinary tract infection ("recurrent uti's, infection (bladder/ urinary tract / vaginal )-type-uti"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), headache ("frequent headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), generalised itching ("general itching"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient was found to have weight increased ("extreme weight gain"). On (B)(6)2013, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced visual impairment ("poor vision") and vision blurred ("blurriness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), itching ("itching"), photopsia ("flashes") and vitreous floaters ("floatier"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy conservation of ovaries and laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy, failed ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, intra-abdominal haemorrhage, weight increased, fatigue, headache, itching, female sexual dysfunction, dysmenorrhoea, urinary tract infection, migraine, depression, generalised itching, dyspareunia, alopecia, vaginal discharge, visual impairment, photopsia, vitreous floaters, abdominal pain and vision blurred outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, generalised itching, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, photopsia, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, weight increased and itching to be related to essure. The reporter commented: plaintiff will be required to have the essure devices removed. The surgery currently scheduled for on (B)(6) 2018. Received treatment for urinary tract infection. Most recent follow-up information incorporated above includes: on 2-jan-2020: plaintiff fact sheet received: previously added outcome of event pelvic pain and abnormal bleeding (menorrhagia, genital hemorrhage, vaginal hemorrhage) were updated from unknown to recovered resolved. Reporter aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.